Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the phaseal connector and fell into the patient's food. The following information was provided by the initial reporter: "reports that optima injector and connector disconnected while patient was sitting in a chair eating and injector fell into his food. Nurses were adamant that patient was not moving around when injector "fell off" of connector. #515052 disconnected from 515070. I could not get a lot #. The blue clamp was not in use. Infusion was interrupted and delayed. Nurses were concerned about how to safely clean injector."